Event description:
The criticore foley was inserted without complication prior to the start of the case, with clear yellow urine return. When repositioning the patient, the foley was laying between patient's legs. The foley was found to be out after insertion. The balloon was tested, and found to have a leak at the balloon site. A new criticore foley was reinserted, the balloon was visually inspected and appeared visually intact, and clear yellow urine returned. The second foley was discovered to be outside the patient again. The balloon was inspected and found to have a tear in it. To my knowledge, there have been no similar events reported in the last 3 months.